Manufacturer narrative:
Safety bar. Any additional relevant information that may come available, will be addressed in a f/u report.

Event description:
It was reported that a cot with a patient on it, dropped off the back of the ambulance,when the safety bar didn't catch the safety hook properly. It was alleged that the patient received some scratches and scrapes to the right arm. It was also alleged that the emt was kicked in the eye by the patient when he attempted to catch the cot. The condition of the patient and the emt is unknown and no additional information is available.